Event description:
A hospital nurse reported the tip of a sheath broke off inside the pt during a bladder stone extraction. All pieces were retrieved with an olympus grasping forceps. The procedure was completed with another resection sheath. There were no injuries related to the occurrence.